Manufacturer narrative:
Post market vigilance (pmv) led a photographic evaluation of one device. Photographic inspection of the returned image noted an open foil pouch, multiple partial sutures and one needle detached. Further inspection of the foil pouch could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, upon opening the product the device thread broke. The surgeon the used another device to resolve the issue. There was no patient involvement.